Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during an rotatorcuff repair, when pulling the threads into the opus speedscrew implants, the guide rail did not transport the thread further, which pulled the thread out of the seam. The speedscrew was removed from the patient and the surgery was resumed, without any delay, with a back-up device. No other complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: 1) incorrect suture loading. 2) over tensioning the suture. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.